Manufacturer narrative:
The customer¿s report of the lipid tubing that was infusing via the patient's PICC line had separated just below the filter was confirmed. Visual inspection noted the set¿s pvc tubing sleeve was separated from the 1.2 micron filter output port. Signs of insufficient solvent was observed on the end of the pvc tubing sleeve where it is inserted onto the 1.2 micron filter¿s output port. Functional testing was deemed unnecessary due to separation. Dimensional analysis was performed and the filter output port was within specification. Slight tugging was performed on the engagement between the nitro tubing and 0.2 micron filter input port to see if any separation would occur. No separation was observed on the input port engagement. The root cause of the separated tubing just below the filter was identified as being due to insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and 1.2 micron filter¿s output port.

Event description:
The customer reported that the nurse entered the patient's room to complete his 0000 "set" when it was noticed that the lipid tubing infusing via the patient's PICC line had separated just below the filter. The pump did not alarm as expected and the lipids infused into the bottom of the isolette. Not knowing how long this leak had occurred, the nnp was notified and an order to check the patient's blood glucose level was received. The blood glucose level was found to be within normal limits. New tubing was hung, a cap change using sterile technique was initiated, and the new lipid tubing set was connected back to the "quad" that was attached to the patient's PICC line. There was no report of lasting harm caused to the patient.